Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the small battery drive device stopped working. It was reported that there was a 30 minute delay in the procedure due to the event, and an identical spare device was available for use. It was reported that the procedure was successfully completed. This device is for veterinary use only and is not used on human patients. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of stopped working was confirmed. An assessment was performed on the device which determined the unit was not working. It was observed that the electric motor was damaged, and would not rotate, and the control unit was damaged (damaged wire insulation). The assignable root cause was determined to be component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.